Event description:
Ous MDR - boston scientific received information that the patient developed pocket erosion and infection. The system was explanted and four days later the same device was implanted with a different rv lead. A different ra lead was not successfully implanted due to frequent dislodgement. All measurements appeared normal after the procedure. The device was checked after one month. Upon interrogation, the device was automatically switching to a unipolar mode with an impedance measurement of 350 ohms. A lead insulation defect was suspected. However, the x-ray and fluoroscopy could not reveal any defect on the lead. The patient is pacer dependent and the physician decided that the patient would undergo an epicardial procedure. Prior to the procedure, it was noted that the device switched back to bipolar mode with shock lead impedance of 540 ohms. The disk analysis revealed that the lead safety switch had most likely occurred during revision for the pocket infection. The patient and device were checked after a month. The device and the lead were normal and all measurements were within range. No adverse patient effects were reported. It is unclear which of these issues is related to this lead. (B)(4) 2014 - this same complaint arrived today for 2 leads, which is believed to be the infected system.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.